Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 48 mg/dl. The customer's expected fasting blood glucose test result is 80mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 50mg/dl using true result meter. The test strip lot manufacturer's expiration date is 04/13/2019 and open vial date is approximately two weeks. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all the results that this meter is giving. Customer calling states that the meter is giving low blood results. Customer states that is a new replacement meter and this meter is still giving low blood results. Customer states that runs the blood test and gets results as 54/61/54mg/dl. Customer states that the normal glucose range is 80mg/dl, testing 3-4 times a day. Customer is taking novalog. Customer states that if the glucose were too low she would have symptom. Customer is asymptomatic.